Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was dark matter in a 50ml luer lok syringe. To aid in the investigation, one sample was received for evaluation by our quality team. The sample was contaminated with an unknown drug. A visual inspection was performed using a 10x magnifier lens and the syringe barrel has a black speck of embedded degraded resin at the bottom. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 2153745. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the escape of this defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that dark foreign matter was found in the bd luer-lok¿ tip syringe while compounding medication. The following information was provided by the initial reporter: "one of our technicians was compounding when they found a dark matter in a sterile 50ml luer lock syringe. Lot #2153745, expiry 2027-05-31. This was identified and not dispensed to any patients".